Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. Our field service engineer has investigated the reported ventilator on site. The turbine module was replaced to resolve the issue. The provided logs confirm the reported issue. Moreover, the ventilator failed the pre-use check with internal and internal leakage tests. However, despite several reminders we didn't receive the replaced part for further investigation. Further investigation performed by our contract manufacturer for a similar problem concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The servo-air device involved in this complaint was manufactured before the improved turbine was implemented.